Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.